Manufacturer narrative:
This report is for an unknown reamers: reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the tip of the reamer/irrigator/aspirator (ria2) bone harvesting kit became detached during reaming. The issue was discovered during an x-ray. The issue did not cause any impact to the patient or surgery. Concomitant medical products: ria 2 bone harvesting kit l520 (part number 03.404.000s, lot 51p4056, quantity 1). This report involves one (1) unknown reamers: reamer head. This is report 1 of 1 for (B)(4).